Event description:
It was reported that multiple cartridges were missing the o-ring. The customer confirmed the o-ring was not located on the pneumatic tap. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.